Event description:
It was reported that there was a possibility that noise was generated in the combined medical device. Electromagnetic interference between this product and a multi-item monitor for combined medical devices was suspected. The patient underwent right cardiac catheterization at rest which showed that hemodynamics were stable even when the right ventricular assist device (rvad) was lowered to the lowest flow rate. At the time of repositioning, the mixed venous oxygen saturation decreased from 57.4% to 34%, blood pressure decreased and darkness in front of the eyes was observed and hemodynamics became unstable. After the patient's general condition improved with sufficient rehabilitation, the rvad was aimed for withdrawal. There was no health hazard due to the event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction to the previous report: this event was originally reported under MFR# 2916596-2022-01917 & 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 12sep2022 & 19sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, this document explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU contains warnings in the introduction, surgical procedures, and patient care and management sections that the pump may cause interference with icds (implantable cardioverter defibrillators). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. Prior to implanting an ICD or ipm (implantable pacemaker) in an hm3 patient, the device to be implanted should be placed in close proximity to the hm3 pump and the telemetry verified. If the patient received a heartmate 3 and has a previously implanted device that is found to be susceptible to programming interference, the manufacturer recommends replacing the ICD device with one that is not prone to programming interference. The safety testing and classification section of the IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.